Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins was dead and that they were at the hospital for unknown reasons. The caller stated that they 'could not figure out what was wrong with the patient.' It was unknown if the ins was at eod or in od, but it was noted that the ins was implanted greater than 10 years prior to the report. The patient was suppose to have the ins replaced in the past but had insurance issues and did not have the replacement surgery. It was noted that the ins had not worked in years. The patient had memory issues that were unrelated to the device/therapy, and that the ins had been implanted 30 years ago. MRI compatibility guidelines were requested. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's hospitalization at the time was not related to the device. The steps taken to resolve the ins being dead is that it will be replaced next week as it is old. No further complications were reported or anticipated.